Event description:
It was reported that during the implant attempt the lead got stuck when gaining venous access for the coronary sinus lead. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned, analyzed, and no anomalies were found. Concomitant products: product ID: 4092-52, implanted: (B)(6) 2006; a 5076-45, implanted: (B)(6) 2006. (B)(4).